Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Additionally, the right ventricular lead integrity alert triggered. The analyst noted that the rv pacing impedance spiked to >3000 ohms up from a trend in the 500-600 range. The impedances continue to be high and variable. The rv lead integrity warning occurred on (B)(6) 2015 for sensing integrity counter (sic) >= 30 in three days and rv lead impedance variation in the last 60 days. (B)(4).

Event description:
It was reported that an alert was triggered due to the right ventricular (rv) lead experiencing intermittent out of range high impedances. It was also reported the right atrial (ra) lead had high thresholds. Both leads are scheduled for a revision and currently remain in use. No patient complications have been reported as a result of this event.